Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, malfunction alarms occurred. Customer's blood glucose was 502 mg/dl. The customer performed a pump reset and delivered insulin using the fill tubing feature to address bg. Tandem technical support educated customer that was off labeling. Additionally, a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. A new cartridge was successfully loaded resolving the issue. The customer reverted to manual injections for insulin therapy.